Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. A functional leak test was performed no evidence of leak was observed in the transparent plastic housing (cover) or other parts of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed as liquid found in the transparent plastic housing after filling. The device was filled with fluorouracil and normal saline. This issue occurred prior to patient use. There was no patient involvement. No additional information is available.